Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from switzerland reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2022, due to a broken femoral recon nail advanced (frna) hip screw. The patient was originally treated on (B)(6) 2022. This report is for a recon screw for im nail ø 6.5 mm/ 100 mm/ xl40/ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part #: 04.046.700s lot #: 98p5846 manufacturing site: jabil grenchen release to warehouse date: 02, june 2021 expiry date: 01, may 2031 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and images. Visual analysis of the returned sample revealed that the hip scr f/medullary nail ø6.5 l100 xl40 p.n: 04.046.700s, lot number: 98p5846 was broken across the non-threaded shaft region towards proximal section of the screw. The device only shows signs of normal wear, the edge of the fracture appears to be smoothed out, most likely due to constant friction between the fragments before removal. The surface of the fragment was examined and no material issues were identified. X-ray evidence provided shows a nail construct with 2 screws placed through the nail and into the femoral head, the head of the posterior screw appears to be slightly deflected downward and the tip of the fragment has a visible cut line, this condition can be interpreted as breakage of the device. Additionally, an x-ray after the revision shows an angled blade plate with the distal fragment of the screw still visible at the femoral head section above the plate. A dimensional inspection was performed on the fragment of the screw and the outer diameter met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the hip scr f/medullary nail ø6.5 l100 xl40 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: part #: 04.046.700s. Lot #: 98p5846. Manufacturing site: jabil grenchen. Release to warehouse date: 02, june 2021. Expiry date: 01, may 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (stgallen.png, 1.jpg, 2.jpg, 3). Visual analysis of the photo revealed that the hip scr f/medullary nail ø6.5 l100 xl40 had broken across the proximal shaft section, only one of the fragments is visible on the photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the hip scr f/medullary nail ø6.5 l100 xl40. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropri.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary = the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that the hip scr f/medullary nail ø6.5 l100 xl40 had broken across the proximal shaft section, only one of the fragments is visible on the photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the hip scr f/medullary nail ø6.5 l100 xl40. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review = part #: 04.046.700s, lot #: 98p5846: a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.